Event description:
I bought some products, colored contact lenses and saline solution, at (B)(6), address later listed below. Immediately felt discomfort after using, my eye experienced dryness, itchiness, and turned red. I went back to the store to investigate and found out that they had no ophthalmologists or optometrists and had no permit or license that deemed fit to sell these products. The products purchased were colored contact lenses and saline solution; the label of the saline solution was marked by their store, (B)(6), a small beauty shop. It also listed the "expiration of use: 1 year", but also had an "exp: 11-15-2020" selling colored lenses require valid prescriptions, and the place had no one specialized in ophthalmology that could answer any questions about the product. The store is (B)(6), at (B)(6), inside (B)(6). I still have the product, and photos of the product. Is the product over-the-counter: yes. How was it taken or used: ophthalmic. Date the person first started taking or using the product: (B)(6) 2017. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Do you still have the product in case we need to evaluate it: yes. Why was the person using the product: cosmetics.